Manufacturer narrative:
Internal report reference number: (B)(4). Test strips were not returned. Meter was returned - reported defect not reproduced. No defect found. Most likely underlying root cause mlc-020 user's test strip had poor storage. Note: manufacturer contacted customer in a follow-up call on 13-apr-2021 to ensure the replacement products resolved the initial concern - able to establish contact with customer who stated replacement products resolved initial concern.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with test results from results obtained of 159, 156, 202, 296 and 327mg/dl. Customer stated he is afraid take his insulin. The customer¿s expected fasting blood glucose test result range is 100-140mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a back to back blood test was not performed by the customer. The product is not stored according to specification (kitchen). The test strip lot manufacturer¿s expiration date is 07/19/2021 and open vial date is undisclosed. The customer did not have another vial of test strips that had been stored and handled correctly. The meter memory was reviewed for previous test result history: (B)(6).